Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe hypoglycemic episode while at a social event, confirmed below 40 mg/dl, with onset attributed by the user to reduced food intake and limited access to snacks; on-site medical professionals assisted the user in correcting the low with oral carbohydrates and food, and there was no loss of consciousness or hospitalization. Symptoms included hypoglycemia with drowsiness and slurred speech. Outcomes included an unexpected medical intervention in the form of oral glucose and food administration, after which glucose later rose due to overcorrection. Investigation included communications and interviews and analysis of information provided by the user and third parties. Investigation of this case revealed insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.